Manufacturer narrative:
Angle readings, investigation is ongoing. A follow up report will be submitted with results.

Event description:
It was reported by service report that the angle readings are inaccurate. There was pt involvement; however, no adverse consequences were reported.